Manufacturer narrative:
A pinhole was noted on the balloon of 6mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc). The balloon was removed intact and the procedure was completed with a non-cordis device. There was no reported patient injury. The pinhole observed was always at the distal end of the balloon. It was mentioned that this was the 7th balloon of the same lot to have a pinhole. The product was returned for analysis. One non-sterile powerflex extreme 6 x 4 80cm and twenty sterile units were received for analysis under this complaint. The non-sterile unit was received inside a plastic bag and the sterile units were received inside their original packaging; seals were observed intact. Per visual analysis of the non-sterile unit received, the balloon had been previously inflated and blood residues were observed inside the balloon. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation test was performed on the non-sterile unit received. Initially, the balloon couldn¿t be inflated, a cross-section analysis was performed, and saline solution crystals were observed in the inflation lumen. The crystals were removed, and the balloon was inflated successfully at 20 atm (device¿s rated burst pressure) with the inflator device; neither a leakage nor a burst was observed on the balloon. According to procedure, a special inspection level of s4, a sample of 3 sterile units was determined out of the 20 received, for their analysis. Three sterile units were randomly selected and taken out of their original packaging. Per visual analysis, no anomalies were observed on the balloon or the unit. Per functional analysis, balloon inflation test was performed on the three sterile units analyzed. The balloons were inflated successfully to 20 atm (device¿s rated burst pressure) with the inflator device, neither a leakage nor a burst was observed on any of the sterile balloons. A product history record (phr) review of lot 82183780 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed during device analysis. Functional analysis was performed on all four devices, and the balloons were successfully inflated with no anomalies noted to the devices. The exact cause of the event reported could not be determined during analysis. The devices performed as intended by successful inflation to 20 atm (the device¿s rbp); therefore, it is likely that procedural factors and handling of the device, contributed to the event reported by the customer for the non-sterile device that was used. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A pinhole was noted on the balloon of 6mm x 4cm x 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter (bc). The balloon was removed intact and the procedure was completed with a non-cordis device. There was no reported patient injury. The pinhole observed was always at the distal end of the balloon. It was mentioned that this was the 7th balloon of the same lot to have a pinhole. The device will be returned for analysis.